Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdomen pain") and genital haemorrhage ("heavy bleeding / abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia / lower abdomen pain during intercourse"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) on (B)(6)2013). Essure was removed on(B)(6)2013. At the time of the report, the abdominal pain, menstrual disorder, anxiety, depression and female sexual dysfunction outcome was unknown and the genital haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage and menstrual disorder to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy bleeding, and abnormal menses, among other symptoms. Removal details : had to cut one of the fallopian tubes shorter than the other. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion (B)(6)2012 healthcare provider informed that total bilateral occlusion was seen during the essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet. Added patient's date of birth and height. Updated essure's therapy dates.updated as reported term for "genital haemorrhage", "dysmenorrhoea". Added events "female sexual dysfunction", "dyspareunia", "abdominal pain". Updated outcome for "genital haemorrhage", "dysmenorrhoea". Seriousness criteria for "dysmenorrhoea" was downgraded and incident category was attributed to event "abdominal pain". Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ("severe menstrual pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("abnormal menses"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (full hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2013. At the time of the report, the dysmenorrhoea, genital haemorrhage, menstrual disorder, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, genital haemorrhage and menstrual disorder to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms of severe menstrual pain, heavy bleeding, and abnormal menses, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.